Event description:
It was reported that there was a concern this pacemaker was not functioning. The device appeared to experience premature battery depletion (pbd) and had only been implanted less than two years. Low out of range pacing impedances were noted on the right atrial (ra) channel. Technical services (ts) was contacted, and data analysis noted a pattern consistent with a malfunction in an integrated circuit leading to possible corrosion on the ra channel. Ts recommended device replacement and lead evaluation. Subsequently this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations

Event description:
It was reported that there was a concern this pacemaker was not functioning. The device appeared to experience premature battery depletion (pbd) and had only been implanted less than two years. Low out of range pacing impedances were noted on the right atrial (ra) channel. Technical services (ts) was contacted, and data analysis noted a pattern consistent with a malfunction in an integrated circuit leading to possible corrosion on the ra channel. Ts recommended device replacement and lead evaluation. Subsequently this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.